Event description:
Device issue: loose stent. Time of device issue: during procedure. Adverse event: none. It was reported that the target lesion was located in the mid to distal left anterior descending (lad) artery with moderate tortuosity and heavy calcification. The target lesion was described as concentric and de novo with a vessel diameter of 2.5mm and vessel length of 40 mm. The lesion was pre-dilated with a 2.0 x 15 mm non-abbott balloon catheter and then the mini vision 2.5 x 23 mm stent delivery system (sds) was advanced, but it was not able to cross the lesion because of the calcification. While trying to cross the mini vision 2.5 x 23 mm, the stent implant was moved severely, but remained on the sds. The stent implant was removed on the sds outside of the body inside the guiding catheter. Then, the guiding catheter was inserted and a mini vision 2.5 x 18 mm and a vision 2.75 x 23 mm were implanted. The procedure was completed. Though requested, no additional info is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, or accessory device support, and is not generally associated with a product quality deficiency. In addition, potential factors that can contribute to stent movement within the body include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation, an interaction with the pt anatomy, or from an interaction with a previously implanted stent and/or accessory devices. In this case, return of the mini vision may have aided the evaluation in determining a cause for the reported difficulty crossing and subsequent stent movement. However, since there was no note of any damage observed to the sds or stent implant prior to the procedure, this may suggest that a product deficiency did not contribute to the difficulties experienced. It is possible that during attempted advancement/retraction of the device, the stent likely interacted with the tortuous and calcified lesion such that it became disrupted on the balloon, thereby facilitating stent movement. To ensure this type of occurrence is not a result of a potential product deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during the manufacturing process. All products are also 100% visually inspected online for stent damage, stent placement and dimensionally inspected to verify the crimped stent outer diameters. A review of the product manufacturing records did not reveal any non-conforming material records associated with this report. In this instance, based on the info received with this complaint, the reported failure to advance and subsequent stent movement appears to be related to circumstances of the procedure and not a product quality deficiency.